Event description:
It was reported that during preparation for a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the circumflex (cx) artery. The lesion was not predilated. The 3.50x12 mm taxus express2 drug eluting stent shaft fractured. The physician used another stent to complete the case. No patient complications were reported. Device was not used in the patient.

Manufacturer narrative:
Device has been received for analysis, however additional testing has not been completed at the time of this report.